Event description:
The patient reported experiencing elevated blood glucose for 2 weeks. On (B) (6) 2010, his blood glucose measured 5.9 mmol/l (106 mg/dl) at 9:00am and he ate and bolused through the infusion device. At 1:00pm his blood glucose measured 24 mmol/l (432 mg/dl) and he bolused 10 units of insulin. At 2:00pm his blood glucose measured 24 mmol/l (432 mg/dl) and he changed the insulin cartridge and infusion set and bolused 10 units of insulin. At 3:00pm his blood glucose measured 23.4 mmol/l (421 mg/dl) and he bolused 10 units of insulin. At 4:00pm his blood glucose measured 9 mmol/l (162 mg/dl). His normal blood glucose range is 5-8 mmol/l (90-144 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.